Event description:
Maude report received by FDA on (B)(4) 2008 stated: surgeon was using the blackmax drill when a loud pop sound was heard. The pneumatic hose attached to the drill exploded due to pressure build up in the hose. Large tear resulted in hose on distal end rear drill connection. The physician was escorted to ed for evaluation of hearing and possible ear damage. None reported. Upon review of the event it was noted the level of oil in the blackmax footpedal was at minimum. It was also noted that the pneumatic hose was slightly pinched under the foot of a step stool causing pressure in the tubing to build resulting in the rupture. The hose is a double-lumen hose and it is speculated that the exhaust section is the one with the build up and rupture. Recommend design improvement to alert to increased pressure such as alarm, pressure release valve or pressure gauge.

Manufacturer narrative:
The device was not returned and could not be evaluated. Since complainant is unknown, no further information could be obtained. CAPA no (B)(4) was opened to implement a design change to include pressure relief valve. CAPA is now closed.